Event description:
During teer procedure, merge la pressure lost/waveform incorrect, patient placed on anesthesia monitor for backup hemodynamics monitoring. Manufacturer response for computer, diagnostics, programmable, merge hemo, merge hemo (per site reporter). Ongoing vendor troubleshooting.